Event description:
Literature was reviewed regarding improved clinical and radiographic outcomes with expandable cages in transforaminal lumbar interbody fusion: a propensity-matched cohort analysis. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: medtronic catalyft expandable cage among patients adverse events / device product performance included: csf leakage, hypotension, and cage subsidence were noticed for patient. Six patients with expandable cages were required a revision surgery. Adverse event reported were as follows: st-elevation myocardial infarction, hematoma, fever, motor deficits, persistent back pain, persistent leg pain, persistent le weakness, persistent le sensory deficits/ disturbances, adjacent-segment disease. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4: model, catalogue no, lot are unknown. D 6a: implant date is unknown. A2: please note that the age is based off average age of patient involved in this event. A 3a: please note that the gender is based off as per the majority of patients. G4: product information is unknown. Hence, 510k is unknown article references - rohan jha, joshua I. Chalif, sarah e. Blitz, alexander g. Yearley, velina chavarro, yi lu "improved clinical and radiographic outcomes with expandable cages in transforaminal lumbar interbody fusion: a propensity-matched cohort analysis", journal of neurosurgery: spine, volume 42: issue 2, doi: 10.3171/2024.7. Spine24215. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.